Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the centraliser on the exeter stem broke when the surgeon was pushing it onto the stem prior to implantation. The customer further reported that the centraliser broke into 2 pieces, both of which have been retained. The surgeon opened another stem which resulted in a 2-3 minute delay to surgery. There were no adverse consequences for the patient.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter centralizer was reported. The event was confirmed. Method & results: device evaluation and results: "the femoral stem and the wingless centralizer are unremarkable. The fractured fragment of the centralizer was not returned for review". A material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: there were no medical records received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "the winged centralizer fractured in overload due to a force applied to the inside of the device, most likely when the centralizer was pushed over the distal tip of the femoral stem. No material or manufacturing defects were observed on the surfaces examined." No further investigation is required at this time. If additional relevant information becomes available, this investigation will be reopened.

Event description:
The customer reported that the centraliser on the exeter stem broke when the surgeon was pushing it onto the stem prior to implantation. The customer further reported that the centraliser broke into 2 pieces, both of which have been retained. The surgeon opened another stem which resulted in a 2-3 minute delay to surgery. There were no adverse consequences for the patient.